Event description:
A customer reported that a minicap was dry when the package was opened. The product was not used. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Actual event date unknown but would be within the (B)(6) timeframe, as product was delivered in (B)(6) and reported (B)(6). A review of all batch record documents was performed for lot number m13b16a with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was unavailable, therefore no evaluation could be performed. (This complaint is related to (B)(4).) A follow-up MDR will be submitted upon completion of the evaluation or if additional relevant information is received.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.